Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an scs trial procedure. During the procedure, the patient began to experience right side weakness when the physician attempted to implant the lead intended for use. As a result, the procedure was abandoned. The weakness resolved following the procedure.